Event description:
A us distributor contacted zoll to report that a(B)(6) female pt had an open wound under the garment at her right breast. The garment was reportedly tight and cutting the pt's skin. The pt spoke with her physician who advised to keep it covered. Follow-up indicates that the wound was healing slowly. In addition, during investigation into the pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the rear pulse wire of the trunk cable. The cause of the failed testing is the open pulse wire. The root cause of the open wire cannot be positively identified. There is no evidence to suggest that the belt malfunction caused or contributed to the pt's rash. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.